Manufacturer narrative:
The cobas e 801 module serial number used by the customer was not known. The investigation is ongoing.

Event description:
There was an allegation of questionable high elecsys estradiol iii results from the cobas e 801 module. The clinician alleged a discrepancy between the clinical symptoms and the results, and alleged the results were high despite the patient being treated with leuprorelin. On (B)(6) 2025, the result was 34.5 pg/ml. With a 2x dilution, the result was 47.4 pg/ml. With a 4x dilution, the result was 108.4 pg/ml. With a 8x dilution, the result was 256 pg/ml. With a 16x dilution, the result was 478.4 pg/ml. On (B)(6) 2025, with a 16x dilution, the result was 419.2 pg/ml. With a 32x dilution, the result was 860.8 pg/ml. With a 64x dilution, the result was 1542.4 pg/ml. With a 128x dilution, the result was 3481.6 pg/ml. With a 256x dilution, the result was <1280 pg/ml. On (B)(6) 2025, the results were 27.2 pg/ml, 24.1 pg/ml, 26.9 pg/ml, and 26.2 pg/ml. On (B)(6) 2025, the result was 12.1 pg/ml. This result was not consistent with the clinical symptoms. On (B)(6) 2025, sample material from the patient taken on (B)(6) 2025 was retested on a cobas e801 as part of the preliminary investigation. The results were 8.01 pg/ml, 6.98 pg/ml, and 11.3 pg/ml. On (B)(6) 2025, sample material from the patient taken on (B)(6) 2025 was retested on a cobas e801 as part of the preliminary investigation. The results were 7.41 pg/ml, 11.0 pg/ml, and 9.28 pg/ml.

Manufacturer narrative:
Additional results from the preliminary investigation were provided. Using lc-ms/ms, the estradiol result was 2.8 pg/ml. The investigation determined that the issue was due to the customer using an incorrect diluent and not the recommended dilution factors. For some dilutions, the customer used a buffer. Per product labeling: samples with estradiol concentrations above the measuring range can be diluted with diluent multiassay. The recommended dilution is 1:10 (either automatically by the analyzer or manually). The concentration of the diluted sample must be = 881 pmol/l (= 240 pg/ml). It was also noted that the sample was stored inappropriately (two weeks at 2-8°c with an additional freeze-thaw cycle). Per product labeling: stable for 24 hours at 20-25 °c, 2 days at 2-8 °c, 6 months at -20 °c (± 5 °c). Freeze only once. There was no product problem found.